Event description:
Red broken skin with some weeping noted in area where radio frequency patch located when patch removed, was not present at beginning of procedure. Physician assessed pt and said pt had a 2-3 degree burn. Pt required plastic surgery repair of burn.